Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose events. Customer stated that the blood glucose reading was 99 mg/dl at midnight and he woke up with a high blood glucose reading of 400 mg/dl and treated with insulin pump and manual injection, customer also reported a low blood glucose of 69 mg/dl and treated with food. Customer's blood glucose reading was 142 mg/dl at the time of call. Customer reported that on (B)(6) 2018 he was at 170 mg/dl and gave himself insulin and blood glucose reading went down to 69 mg/dl to 39 mg/dl after treatment for the food he ate. Customer took the insulin pump out and changed his infusion set and got to 99 mg/dl and woke up with a blood glucose of 467 mg/dl. Customer stated that there is no bent cannula issue and the insulin pump is now working. Customer was advised to reach out to his healthcare professional and call back for further assistance. The product was not returned for analysis.